Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had a broken ventricular output connector. It was also indicated that the epg failed incoming testing on resistance heart wire connectors. The epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manu fracture's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.